Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. It was also noted that the hypotube was broken 557mm distal from the distal end of the strain relief. This type of damage is consistent with excessive pressure being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found multiple kinks along the inner and outer extrusion shaft. This type of damage is consistent with excessive pressure being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the shaft broke.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the coronary artery. A 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, the shaft broke.